Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not yet been received.

Event description:
A consumer reported that her thermometer had allegedly given false negatives reading on both of her daughters. The device allegedly gave readings that were 3.5 - 4.5f degrees lower than both patients actual temperature. The children were seen by their doctor, and it was confirmed that they had fevers. There were no complications from this incident, and the patients are doing well now. Kaz USA, inc. Has requested that the product be returned to our company for testing.